Manufacturer narrative:
Correction to initial MDR: the initial MDR was sent in error, the patient was not implanted with bsn device hence, this is not a reportable event.

Event description:
It was reported that the patients ipg was no longer working. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts. Additional information was received that the patent was not implanted with bsn device.

Event description:
It was reported that the patients ipg was no longer working. The patient underwent an ipg explant procedure.